Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the catheter was punctured by the needle was confirmed and the cause appeared to be associated with use. One photograph and one 20g nexiva device were provided for investigation. The photo and returned sample exhibited evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle contained what appeared to be blood residue, which suggested that the damage likely occurred during use. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle pierced the catheter. The following information was provided by the initial reporter: photo received of needle through catheter statement: "it does have patient blood on it and the safety is not engaged so I could show the defect". Injuries or adverse event: no.